Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced infection approximately two weeks post implant of the implantable pulse generator (ipg) system with absorbable antibacterial envelope. Pseudomonas bacteria was identified. The complete implantable pulse generator (ipg) system including partial absorbable antibacterial envelope was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.